Event description:
Product surveillance was informed by the home patient's nurse that he was hospitalized due to difficulty draining which caused him to be overfilled with solution. The home patient (hp) was then contacted and stated that he was having difficulty draining due to fibrin in the patient line. The hp had a last fill volume of 3000 ml. He stated that he had only drained 800 ml when he bypassed into the fill cycle. He stated that he continued to perform therapy with his difficulty draining due to fibrin blockage. The hp experienced symptoms of headache and chest pain and went to the hospital in 2007. The hp had heparin, but did not think to use it at the time this occurred. The hp was admitted to the hospital for "overload" and was experiencing discomfort, shortness of breath, and the inability to lay down when full of fluid, according to his nurse. The patient was placed on hemodialysis to remove the excess fluid cumulated as a result of inability to drain and his catheter was flushed with heparin in or order to resolve the fibrin blockage. After being released from the hospital, the patient had been using heparin in his bags and stated, he is draining at a fast rate and not having any additional problems with therapy.

Manufacturer narrative:
PMA/510(k): k923065. The home patient had been retrained by the pd nurse. In addition, the nurse increased the patient's dianeal concentration to 4.5% and the hp now uses heparin to prevent fibrin blockages during therapy. The hp does feel his homechoice machine caused or contributed to his being overfilled and he did not request a swap of his device. Baxter is monitoring issues like this. Should significant information became available, a follow up report will be submitted.